Manufacturer narrative:
The pump was received with currents within specification. The pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarms were noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarms were noted on the alarm history screen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. Customer will be treating high blood glucose with syringes. Customer declined high blood glucose troubleshooting. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 500 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind pump. Customer reviewed alarm history and found 3 motor errors. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer declined no delivery troubleshooting.